Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 15mg/ml dilaudid at 3.652mg/day, and 25mg/ml bupivacaine at 6.087mg/day via an implantable infusion pump for spinal pain. It was reported that the patient arrived at the emergency room (ER) due to increased pain and return of original pain. It was noted that the pump was working fine. The patient just recently had a pump replacement and the pain that is usually covered by the pump was not being covered. The patient went to the ern and had a work up done and the patient was discharged. The next day the pain would not subside so the patient went back to the ER. A catheter revision was done and the proximal piece of the existing catheter was replaced. It was reported that the existing sc connection piece was old and may have been where the issue was. No further complications were anticipated/reported.